Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to out of range superior vena cava (svc) impedance measurements and rv non-capture with elevated thresholds. Specific shock impedance values were not provided, and the cause of the reported allegations was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.